Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 10:00 pm the patient obtained the blood glucose reading of 100 mg/dl on the reported meter, and a laboratory result of 82 mg/dl within 10 minutes. The patient reported that she increased her dose of levemir insulin by two units; she did not seek any medical attention. The patient experienced no symptoms of high or low blood glucose levels. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.